Event description:
Information received indicates, the brake & steer pedals not holding while engaged.

Manufacturer narrative:
The technician found the brake/steer linkage broken at the weld on the right side. The technician replaced the broken brake/steer linkage to repair the bed.